Event description:
Additional information received from the patient reported that the cause of the loos of stimulation remain unknown. The patient reported that ¿it just quit charging and working¿. The patient reported that received a replacement recharger and a controller and did a reset and the issue was resolved

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that s starting two months ago (the patient confirmed (B)(6) 2021) when the patient tried to charge their implantable neurostimulator (ins) their controller took "a long time" to find their ins to start to charge. Sometimes the controller showed no device found and the patient reset their controller in order to attempt to connect to charge their ins. Today the patient received system problem rm04 when they tried to charge their ins. The patient said the cord is possibly pulled out from the coil on the recharger antenna because it is a different color on part of the cord. The patient denied damage in their controller port. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. The patient said their spinal cord stimulator is for walking and they don't use their stimulation when they lie down. They also stated that for the past week when the patient tried to change their group with their controller it took a "long time" to change groups and sometimes the patient received "no device found." The patient con firmed nothing is plugged into their controller during this time. During the call the patient attempted to change groups and their stimulation turned off. Patient services specialist advised patient they would send a new controller but if this issue persists to follow up with their representative. An email was sent to the repair department to replace the device. Additional information was received on 05-03. It was reported that the patient (pt) was escalated and reporting a continuation of controller issues. The pt reported that they have been without stimulation since yesterday ((B)(6) 2021) morning because they are getting a software problem (1- intellis 2- 3.0 3- 9110768 4- pe. And some kind of rectangle). The pt also indicated that their screen is frozen as well, and they have to do constant resets of the controller. The pt was convinced the controller that was sent to her was refurbished and stated that they want a new controller, not a refurbished one. Patient services reviewed shipping and did not further engage with the patient due to the escalated nature of the caller.